Event description:
It was reported that the patient's right atrial (ra) lead exhibited failure to sense, high capture threshold and undersensing due to low p wave amplitude. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.